Manufacturer narrative:
(B)(4) and an unknown lot number. One single-use device was received for evaluation. Visual inspection revealed a broken syringe tip stuck inside the fillport. The broken syringe tip is not a baxter product. No evidence of damage or defect was observed on the fillport. The cause of the broken syringe tip could not be determined. A photograph of one sample was provided for evaluation. Visual inspection of the photo showed evidence of damaged tubing. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 2 </noe> malfunction events. It was reported that two large volume infusors were damaged. One device had cracked tubing, and one device had a damaged fillport. The events were noted prior to patient use. There was no patient involvement. No additional information is available.